Manufacturer narrative:
The evaluation noted that the reason for the revision reported were likely the result of an insufficient bond between the femoral component and the bone, which led aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the device(s) were not available for evaluation and no additional information was provided. No information provided in the following section(s):d4 (catalog number, serial number, lot number, exp date, UDI).

Manufacturer narrative:
Pending engineering evaluation.

Event description:
The femur come loose.